Event description:
It was reported that the patient had been experiencing jolting sensations at the lead location that were characterized as 'surge(s) in the back area where the tingling is" since the stimulator was implanted. A reprogramming was performed with the patient in different positions, but the issue was not resolved. The patient did not want to use stimulation while "up and about" due to the jolting sensations. It was unclear whether the jolting sensations were due to normal postural shift changes. Impedance readings were normal. It was indicated th that the patient did not want a revision, was still in pain for which medication was being administered, and still occasionally used the stimulation if staying in the same position.